Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient line of the amia automated pd cycler set and the transfer set which resulted in a leak. The patient woke up during dwell of peritoneal dialysis therapy and their bed was soaked. There was air in the patient line. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.